Manufacturer narrative:
The lot number was unknown. (B)(4). The manufacturing location was unknown. The device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that when the sawblade device was secured in the sagittal saw attachment device and power was applied, the attachment device did not oscillate. The reporter stated there was a five minute delay to the surgical procedure. A spare device was available for use. It was reported that the surgery was successfully completed. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). The lot number was reported as unknown in the initial report. It has been updated as 10605. The initial medwatch stated the date of manufacture was unknown. It has been updated as mar 12, 2010. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.